Event description:
It was reported that the patient had 3 to 4 magnetic resonance imaging (MRI¿s) that resulted in a motor stall that never recovered due to MRI exposure. No diagnostic testing was required. The patient had symptoms of altered mental status and 64) 2013. Drug delivered via the device was baclofen 500 mcg/ml administered at a dose of 300.21 mcg/day.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was believed that the patient was transferred from the hospital to a nursing home. No further information could be obtained regarding patient outcome.

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function. Per analysis there was motor stall and recovery in the logs; however nothing significant that may cause the motor stall was observed. From the pump logs it was concluded that it was likely that this pump was not interrogated immediately after the MRI procedure which was likely the reason the pump did not register a "motor stall recovery" until after few days during refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.